Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The leaks were described as a "pinhole" located in the section of the bags where (B)(6) were printed. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One actual device was received for evaluation. The bag was sliced at the top left corner where the customer likely drained the contents. Visual inspection on the returned sample observed an ink printing defect in front of the bag. Magnified inspection was performed and a small hole in front of each bag was observed. Functional testing was performed which revealed a leak in front of the bag from the letter "d" where (B)(4) was printed. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.